Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the patient was hospitalized on (B)(6) 2018 for a high blood glucose of 481 mg/dl. The customer was also suspected of having a stroke. The customer was treated with manual insulin injections. No further details were provided regarding the hospitalization. Troubleshooting did not occur; it is unknown if the auto mode feature was active and automatically adjusting insulin delivery during the event. The insulin pump was not returned for analysis.